Event description:
It was reported that the patient died. The target lesion was located in the severely calcified and diffused left to mid anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use during an angioplasty procedure. After the procedure, the patient experienced pain and ventricular tachycardia. After stabilization, the patient was placed on a ventilator, but died the day after the procedure. Per the physician, there was no direct relationship between the device and the patient's death.